Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5, d10, h6 (medical device problem code). Revert d4 (serial) section to blank. The customer reported that after placing the iab catheter, the device was started, but a gas leak alarm occurred. The customer checked the device at the kinked area and tried to reconnect it, but the kinked area could not be resolved, so the catheter was removed and a new one was used. There were no particular problems after replacing it. The product was returned with the membrane unfolded and blood found on the exterior of the catheter. One kink was observed on the catheter approximately 76.2 cm from the iab tip. The guidewire was returned inside of the inner lumen of the iab and was unable to be removed. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A pump test was unable to be preformed due to the returned condition of the iab and the multiple attempts of removing the guidewire from the inner lumen with out success. The evaluation confirmed the reported kink. However, the gas loss alarm failure could not be reproduced because a pump test could not be performed due to the returned condition of the iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that after placing the intra-aortic balloon (iab) catheter, the device was started, but a gas leak alarm occurred. We checked the kinked area and tried to reconnect it, but the kinked area could not be resolved, so we removed the catheter and used a new one. There were no particular problems after replacing it. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID# (B)(4).

Event description:
It was reported that after placing the intra-aortic balloon (iab) catheter, the device was started, but a gas leak alarm occurred. We checked the kinked area and tried to reconnect it, but the kinked area could not be resolved, so we removed the catheter and used a new one. There were no particular problems after replacing it.